Event description:
It was reported that the user experienced two episodes of low blood glucose while using the ilet bionic pancreas, including a documented nadir of 63 mg/dl, after announcing meals when glucose was 77 mg/dl and later when glucose was trending down following automated correction from a prior high. Symptoms included hypoglycemia. Outcomes included successful at-home treatment with oral carbohydrates, including juice and mints, without need for medical intervention. Investigation included customer care troubleshooting and education regarding optimal meal announcement timing near the ilet target. Investigation of this case revealed user-related operational factors, specifically meal announcements at times inconsistent with glucose trend and target, while the system continued its adaptive learning. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement timing during dynamic glucose trends.